Event description:
It was reported that the end user sought medical attention on (B)(6) 2017 around 11:00 pm after receiving a result in the 500's from the prodigy diabetes glucose meter. The end user was sweating and shaking and the paramedics were called. While waiting on the paramedics the end user drank some water and ate (B)(6) crackers. The paramedics performed a blood glucose test with their meter and received a result of 198 mg/dl which is in normal range. No additional treatment was administered. No further details were provided in relations to this medical event.